Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re opened should additional data become available.

Event description:
Lead shock impedance reported to be out of range, greater than 150 ohms. Additional testing of the lead is scheduled.

Manufacturer narrative:
(B)(6) 2017 - this lead was removed due to infection on (B)(6) 2017.